Event description:
It was reported that the device overheated during a procedure at the user facility. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.